Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing p-waves. The lead had previously been reprogrammed with no change in sensing function observed but the patient was to be brought in for further reprograming. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.